Event description:
The day after an atrial fibrillation procedure with non-abbott system (medtronic pulseselect system), an MRI revealed presence of air at the vertex of the head and cerebral infarction was suspected. The patient's thighs were unable to be moved. The physician alleges that the swartz introducer may have leaked air. In addition, a thrombus was detected on CT imaging.

Event description:
The day after an atrial fibrillation procedure with non-abbott system (medtronic pulseselect system), an MRI revealed presence of air at the vertex of the head and cerebral infarction was suspected. The patient's thighs were unable to be moved. The physician alleges that the swartz introducer may have leaked air.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11.the results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of an air leak could not be conclusively determined.